Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx "leads ECG are showing as not being connected." There was no reported pt involvement and/or impact.